Manufacturer narrative:
A partial lead with the distal tip measuring 53.0 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the right ventricular lead exhibited high capture threshold and intermittent loss of capture. Intermittent loss of capture was also noted with the previous device several months back which was explanted. The lead was explanted and replaced. The patient tolerated the procedure well with no complications.